Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was dislodged. The physician explanted and replaced the lead with epicardial lead. The device was prophylactically explanted and replaced as the epicardial lead was not compatible with the old device. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.